Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report that the patient's battery pack was not powering on the monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power up a test monitor. The cause for the battery failure was isolated to a damaged p4 controller. The nickel connector bar at p4 was broken off the pca board. The root cause for the damage could not be positively identified, but the damage likely resulted from the battery impacting a hard surface. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.